Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment/slda and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted thick leaflets. On 04/28/2020, two clips (91205u203, 91205u215) were implanted, reducing mr to 2. On (B)(6) 2020, an echocardiogram revealed that the first clip (91205u203) became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip (91205u215) also became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda. It was noted that leaflet insertion during the initial procedure was not fully performed. Additional treatment was not performed. Possible treatment is being considered and therefore, the patient will remain hospitalized. The two clips remain implanted, and mr is 2. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment/ slda appears to be related to a combination of patient anatomy and user error (improper or incorrect procedure or method). It should be noted that per the mitraclip nt system instructions for use: grasping the leaflets and verifying the grasp, warns ¿failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. The improper or incorrect procedure or method use was due to the user error not fully performed leaflet coaptation and insertion during the procedure to ensure there was sufficient leaflet capture. There is no indication of a product issue with respect to manufacture, design or labeling.